Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient felt dizzy. The cgm value showed high and was over 400 mg/dl, so she self-administered insulin. Her daughter was with her and then did a bg finger stick was 33 mg/dl. Her daughter called emergency medical services (ems) and paramedics transported her to the emergency room (ER). No medication was administered in the ambulance. At the hospital, the cgm showed high and the actual bg finger stick values (unspecified) were low. The patient was treated with IV glucose and advised to remove the tandem insulin pump. After the patient¿s bg level stabilized several hours later, she was discharged. At the time the event was reported, the patient felt fine. She was weak but was improving. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.